Event description:
All three devices had deployment system leaks during this procedure. The main body (1820334-2015-00044) leaked substantially from the captor valve. Both legs (1820334-2015-00043 and 1820334-2015-00042) leaked somewhat from the captor valve. All three devices were successfully implanted. No intervention was required. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Valve leak is not labeled. The event is currently under investigation.

Manufacturer narrative:
A review of complaint history, device history record, instructions for use (IFU), quality control, specifications, and trends was conducted during the investigation. Based on the information provided, the valve leaked somewhat during the procedure. No blood transfusion was required, and no adverse effect to the patient was reported. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% quality control inspected for leakage. The work order was reviewed. There is no evidence to suggest the product was not manufactured to current specifications. The appropriate internal personnel have been notified. We will continue to monitor for similar events.